Event description:
It was reported that during a system explant for associated device battery issues, this electrode was explanted and returned for analysis. No associated electrode issues were observed or reported at the time of system explant.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 22 and 25mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured. An x-ray taken with the lead still attached to the associated device, showed that the fracture is at the approximately at the location where the electrode exits the device header. X-ray imagery confirmed both distal high voltage cables were fractured, at this same location with the presence of loose filars. Additionally, x-rays confirmed the sense a cable was also fractured in this same location. The fracture characteristics appeared consistent with cyclic fatigue however no field complications had reported prior too, nor at the time of explant.